Manufacturer narrative:
Results and conclusion: (no device received for evaluation). (Device discarded. Unable to confirm root cause). (Device discarded). (B)(4).

Event description:
The physician was using a guard wire device. No abnormality noted during test inflation. The device had been prepped as per IFU. It was reported that while delivering an unknown balloon to the lesion the guard wire balloon deflated after two minutes. No lesion morphology details were provided. The procedure was completed using another device. No health hazard to the patient.